Manufacturer narrative:
Product event summary: the 10fcc20 sheath with lot number 0012162340 was returned and analyzed. Visual inspection of the handle area was performed. The inspection identified a kink at the side port tube. The performance test with sentinel blackbelt leak tester was performed. The pressure test with 45 pounds per square inch gauge (psig) showed the pressure decay in the device was 0.06999 psig and in an acceptable range. The vacuum test with a negative pressure of 8.5 psig showed the pressure decay in the device was 0.00836 psig and in an acceptable range. In conclusion, the reported valve leak and air ingress issues were not confirmed though testing. The sheath failed the returned product inspection due to a kink observed on the side port tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, the valve of the sheath was leaking and air bubbles were noticed in the side port tubing. The sheath was thoroughly flushed and aspirated after the catheter was introduced into the sheath. The flush line for continuous flushing of the sheath during the procedure was inspected but no air ingress was observed. The air bubbles from the sheath were removed and the case was completed successfully with pulsed field ablation. No patient complications have been reported as a result of this event.